Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina, myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 4.0x18mm xience v stent was successfully implanted in the distal right coronary artery (rca), 99% stenosed lesion. On (B)(6) 2015, the patient experienced chest pain for 2 hours. The patient was hospitalized a st-elevated myocardial infarction (stemi) was diagnosed. Elevated cardiac enzymes were reported. Another cardiac percutaneous intervention (pci) was initiated. A thrombus, possibly related to the xience v stent was located. Thrombus aspiration was performed and another stent was implanted in the mid rca. The patients dual anti-platelet therapy medication, clopidogrel was re-started. Per physician, the event is possibly related to the implanted stent. The adverse event resolved without sequela. On (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.